Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation as it was disposed by the customer. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Instrument log review of the product related to the complaint cannot be performed at this time because there is insufficient product information. A review of the site's complaint history did not identify any other complaints for this product. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: an mcs tip cover accessory reportedly fell inside a patient but it was not realized until post-procedure. As a result, a subsequent surgical procedure was performed to retrieve the mcs tip cover accessory from the patient's anatomy. At this time, it is unknown what caused the mcs tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted umbilical ventral hernia surgical procedure, the mcs tip cover accessory fell into the patient, but it was not realized until after the procedure was completed and the surgical staff noticed that one mcs tip cover accessory was missing during their count. It was reported that the "surgeon went back into the patient after the case with the camera and located and removed the tip cover." Intuitive surgical, inc. (Isi) made multiple follow up attempts to the reporter at the site to obtain additional information. However, no further details have been received as of the date of this report.